Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that at a follow up programming appointment, an elective replacement indicator (eri) message was displayed. The implantable neurostimulator (ins) had prematurely depleted and had been implanted for less than a year. The ins was programmed to c+,1- at 3.8v, 60 usec, and 125 hz on program 1 and 0+, 3- at 3.4v, 120 usec, and 125 hz on program 2. The ins was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.